Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the pediatric patient experienced a skin reaction with redness, skin infection, pain/discomfort, fluid drainage/discharge underneath sensor pod area. The patient was complaining about pain and soreness and when the reporter checked on the site, it was red all over, there's white pus. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. Reporter sent a photo of the infection to the doctor and patient was given prescription. Reporter forgot the name of the medication, but she said it was an oral medication. Patient took it for 5 days. There is no documentation of scarring, or systemic involvement. There is no diagnostic test conducted. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report, patient condition was stable. No other details were provided. Data was received but not investigated as data will not confirm the issue, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.